Event description:
A break in the retention dome during traction removal. The indwell time was 186 days. The broken dome was removed under endoscopic guidance. The similar retention dome break occurred at this hospital at the end of last year.

Manufacturer narrative:
The complaint of a break in the retention dome is confirmed, user related. Upon receipt a partial semi-circular break in the retention dome was observed. A section of the broken dome is still attached to the feeding tube and reveals a complete bond on gross and microscopic examinations. A cross sectional view of the break site reveals a dull veneer. Mating the broken dome together at their break points reveals a close match. The break site reveals traits that are indicative of excessive force that was applied during the removal of this device. The lack of any associated damage suggests the tear in the dome was caused by stretching the dome material beyond its elastic limits during removal. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process. A lhr is not possible, as no manufacturing lot number information has been provided by the complainant.